Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. The pump passed the active current measurement and self-test. Successfully downloaded the trace and history files using thump. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test alarm during testing or in pump downloaded history. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. No failed battery test noted during analysis. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alert, no damage. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.